Event description:
The device was implanted via c-p shunt to the patient with non-communicating hydrocephalus caused by arachnoid cyst ((B)(6)). Doi is unknown. The initial setting pressure was 190mmh2o. Since a minor expansion of an arachnoid cyst was noted, the surgeon tried to change the setting pressure but it could not be changed despite many attempts. The defect of the valve was suspected since the patency of the device was confirmed through contrast radiography and no problem was found with the programmer. The patient is fine and currently being followed, so there is no plan for revision at this point.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.